Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
The customer reported "the equipment no voice". There was no reported patient involvement.